Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being stuck in the "rewind complete/bolus delivery" loop due to customer checking blood glucose while giving a bolus. Blood glucose was unknown. Troubleshooting could not continue as call was dropped.